Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels and also experienced high blood glucose as well. The customer stated that her blood glucose ran high since starting on insulin pump therapy. She reported that she was hospitalized in (B)(6) 2015 with blood glucose of 20 mg/dl. She reported experiencing low blood glucose since 2005. She had eaten a meal with meat that she did not digest, but she treated with insulin, leading her blood glucose to drop. The customer called in (B)(6) 2015 reporting high blood glucose of 250 mg/dl. She did not have any symptoms of high blood glucose and treated with manual injections. She noted that her carbohydrate ratio had recently been changed by her doctor. She declined to perform the high pressure test. She stated that she had been in the hospital many times due to low blood glucose but did not remember the details of the events. She completed troubleshooting and a follow up was scheduled to assist with programming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.